Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b3 and b3. The information included in b3 and b5 was inadvertently omitted from the initial medwatch report. Please see updates to b3, b5, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the tip of the fiber light source connector could not be removed due to a failure of the output connector. The final root cause of this event was unable to be identified.olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed that there were no delays to the procedures, and a similar device was used for subsequent procedures.

Event description:
The customer reported to olympus, the visera elite xenon light source connector cannot be removed with the tip remaining inside. The event occurred during reprocessing and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the fiber light source connector could not be removed with the tip remaining inside. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.